Event description:
It was reported that the wake button was delayed in responding to touch. Customer continued to use the pump for insulin therapy. There was no adverse effect to customer's blood glucose level.